Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user reported that for three days in a row her dario meter showed high bg readings of over 300 mg/dl and one over 500 mg/dl. Due to these high readings, the user went to the ER where her bg level was tested with the hospital's meter and was found to read 101 mg/dl. Dario's representatives tried to follow up with the user in order to further investigate the issue, however, the user replied back in an email that she had this issue remedied. Following the above, dario's representative made multiple attempts to follow up with the user, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.